Event description:
It was reported that there where small bubbles in the cassette reservoir and inside the housing. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required. No lot number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08491 is no longer considered reportable, please disregard any MDR reports associated with it.